Event description:
It was reported that pump experienced malfunction alarm with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions, and successfully reset pump, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.